Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer resolved the problem. The biomedical engineer replaced the pump rotor and performed functional testing to ensure the console is functioning as intended. Therefore, service is not required to be performed by zoll.

Event description:
The customer's biomedical engineer reported that the roller pump on the thermogard xp ivtm system (sn (B)(6) needed service. While performing preventive maintenance on the console, the biomed observed that the roller pump was not spinning properly. The biomed removed the center screw located beneath the handle used to lift the pump. Despite removing the screw, the roller pump could not be removed from the device. The biomed confirmed that the thermogard system powers on without any error messages or leaks. The biomed was unsure if the user had discovered the pump rotor issue during or prior to patient use.